Event description:
It was reported that the patient had always had trouble with recharging. Historically, she reported getting 3 or 4 coupling bars most of the time, but noted that she had trouble getting coupling bars. It was difficult to feel the edges of the ins, though it appeared tight in the pocket, and the patient stated she was told the ins was implanted too deep and she would need to have it surgically moved closer to the surface. The patient went several months without a successful recharging session and an ins overdischarge was reported. Use of the antenna locate feature resulted in a power-on-reset being displayed on the recharger, which then led to the normal recharging screen. The patient then had 4 coupling bars and was able to charge the ins to half full. The following morning the patient again had difficulty recharging, possibly because she was moving around while trying to charge. It was noted that the patient experienced inflammation in her back and was put on an anti-inflammatory medication, however, she developed a rash on her arms and legs approximately 3 months ago and was taken off the medication. After being taken off the medication, the rash improved, however, the inflammation was worse. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the patient had surgery on her l4-l5 and now her l3-l4 are "herniated". The date of the surgery was not reported.

Manufacturer narrative:
(B)(4). Lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).